Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported the patient had severe stenosis at the m1 segment of the left middle cerebral arteries (mca) and was prepared for stent implantation. Firstly, a balloon was delivered to the lesion at the m1 segment of the mca for balloon dilation. Angiography showed that blood flow was maintained with difficulty, and stent placement was required subsequently. The physician selected the subject stent, withdrew the balloon catheter, and after passing water through the microcatheter, used a wire to guide the microcatheter up to the inferior trunk of the m2 segment of the mca and fixed the stent catheter. The stent was then delivered along the stent catheter for pushing, but the stent was deployed within the stent catheter. The physician withdrew both the stent catheter and the stent and then selected a stent from another brand to fully cover the stenotic area, and the surgery was concluded. Due to the patient having an infectious disease, the product could not be returned. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damages noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during severe stenosis at m1 segment of left middle cerebral arteries (mca) procedure, the patient was prepared for stent implantation. The subject stent was then delivered along the microcatheter, but the subject stent got deployed within the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during severe stenosis at m1 segment of left middle cerebral arteries (mca) procedure, the patient was prepared for stent implantation. The subject stent was then delivered along the microcatheter, but the subject stent got deployed within the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.